Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin flow blocked alarm. The customer¿s blood glucose level was 300 mg/dl, 262 mg/dl and 427 mg/dl. The customer reported that the insulin exited. Troubleshooting was assisted. The insulin pump was not returned for analysis.